Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a drop in battery longevity was observed on the device. Premature battery depletion was suspected. The patient was admitted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Analysis of device image indicates that auto-capture and rate responsive pacing feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity. Customer complaint of premature battery depletion was not confirmed.